Event description:
The customer reported recurring occlusion alarms. There was no adverse impact on the customer's blood glucose level. To address the occlusion problems, the customer changed the infusion set and cartridge, resumed insulin.